Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11164r14, implanted: 2002-(B)(6), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: 2014-(B)(6), product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product type: catheter, product ID 8578, serial# (B)(4), explanted: (B)(6) 2015. (B)(4).

Event description:
As of 07/06/2015, the date for the device removal had not yet been set. The patient wanted her life back; she wanted to be able to play with her grandchildren. It had been a long time since she'd been able to do the things she used. She was in pain. It affected her family life; it affected everything. She had no desire for sex anymore. On (B)(6) 2015, the patient reported that the pump had been sideways since (B)(6) 2015. She had been referred for pump removal, but the physician was busy and couldn't get her in. On (B)(6) 2015, she had been walking and suddenly her head started spinning. They checked her blood pressure and it was fine; her pulse was 59. It was later reported that the pump was successfully removed due to the patient having swelling/fluid around the pump pocket. The sutureless connector and part of the catheter was removed; 37 cm of the catheter could not be removed due to scar tissue. The patient status was reported as "alive-no injury".

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j11164r14, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicated delivery failure and catheter failure had occurred. No event date was specified. The patient experienced overdose and failure of therapy. Explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.

Event description:
The patient started having issues right after implant. The pump was ¿defective¿ beginning in (B)(6) of 2014 and she was not getting relief from the pump. In (B)(6) of 2015, the patient had a bulging disc and a ruptured disc. An x-ray/MRI was done at that time. The patient had a (B)(6) decrease in her dose. In (B)(6) of 2015, the patient had swelling, she was gaining weight, and the pump was sticking out. Two weeks prior to this report, the patient went in with the swelling and had fluid drawn off. The patient got home and it swelled again. There were no audible alarms. The ¿leaking¿ was continuing. The patient last saw her physician on the date of this report. Every week the dose had been decreased. The device system was delivering fentanyl. It was later reported by the hcp (healthcare professional) that the event was attributed to the catheter. The catheter issue unknown. Approximately 50cc of clear fluid was drawn off from around the pump and sent to the lab to check for csf (cerebrospinal fluid) and fentanyl; it came back (B)(6) for csf. It was noted that the patient had back surgery in (B)(6) 2014 and the surgeon ¿ran into catheter and discontinued surgery¿ - ¿possibly nicked catheter¿. A side port test on (B)(6) 2015 had good return of 3cc of clear fluid. The patient outcome was reported as ¿patient not recovered, symptoms/issues ongoing...going to have system removed¿.